Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced diabetic ketoacidosis on unknown date. Blood glucose reading was unknown. Customer declined to troubleshoot. Customer stated insulin pump were rejected new batteries. Customer also stated they had received low battery alerts within the same day of changing battery. Customer stated insulin pumps battery life was diminished. Customer had received no delivery alarm. The insulin pump will not be returned for analysis.